Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm. The customer¿s blood glucose level was 121 mg/dl. The customer reported that they had post-reset ram crc alarm. The customer reported that they had post-reset ram crc alarm. The customer was advised to monitor the pump. The customer was advised to disconnect from the pump. The insulin pump will not be returned for analysis.